Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to include the additional event information received on 15-oct-2024. [Additional information]: on 15-oct-2024, additional information was received. Per the information, the patient was not in the hospital at the time of the stroke onset. The information confirmed only one embotrap iii revascularization device was used: the device from lot number 24f038av. This device was used in more than three passes. The device was not replaced during the procedure. The information confirmed the fourth pass made with the embotrap iii device was incubated for 10 minutes. The incubation time for the fifth pass was confirmed to be 14 minutes. Per the information, there was ¿no reocclusion after embolectomy, due to dissection after embolectomy.¿ this is the clarification received to explain the difference between the third pass (resulted in an mtici of 2b with no clot retrieval) and the fourth pass (resulted in an mtici of 0, no clot retrieval). The information indicated that the reported right basal ganglion, the temporal lobe cerebral hemorrhage and subarachnoid hemorrhage was at or near the site where the embotrap devices, and embovac catheter were used. Per the information, the patient¿s 24-hour post-op nihss score was 9 on (B)(6) 2024, then on (B)(6) 2024, her nihss score was 35, this increase was not associated with reported right basal ganglia, temporal lobe intracerebral hemorrhage, and subarachnoid hemorrhage. The change in the nihss score was related to the cerebral hernia and cerebral edema after cerebral infarction, which was considered to be related to stroke. The patient was discharged to home for self-care with nihss score of 35 and mrs score of 5. The investigator confirmed that the family took care of the patient after returning home. The lot number of the embovac is confirmed to be 31338488. There were no device performance issues / malfunctions associated with the embotrap iii, the embovac, and the cerebase. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 12-mar-2025. [Additional information]: on 12-mar-2025, modified additional information was received. The adverse event term "the right basal ganglion the temporal lobe cerebral hemorrhage" was updated to "cerebral hemorrhage (in the right basal ganglion, the temporal lobe cerebral, subarachnoid)." The event "subarachnoid hemorrhage" was inactivated. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on 07-nov-2024 and 08-nov-2024. [Modified information]: the event term "aggravate of encephaledema after cerebral infarction" was updated to "aggravate of cerebral infarction," which was then updated to ¿progression of index stroke." The adverse event ¿cerebral hernia after cerebral infarction¿ was inactivated on the clinical database. Per the additional/modified information received on 07-nov-2024 and 08-nov-2024, the adverse event of aggravate of cerebral infarction¿ was changed to ¿progression of index stroke.¿ progression of an index stroke is defined as a complex series of biochemical events (often termed the ¿ischemic cascade¿) to which the initial ischemic injury, the secondary cascade of inflammatory responses, and their associated complications play a role in the overall development of brain infarction. Since this event is related to the patient¿s baseline presentation, this event no longer meets us FDA reporting criteria. Additionally, the event of ¿cerebral hernia after cerebral infarction¿ was inactivated on the clinical database. Based on this information, imdrf clinical symptoms codes: edema and encephalopathy, were removed from the file. The events of ¿the right basal ganglion, the temporal lobe cerebral hemorrhage and subarachnoid hemorrhage¿ remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. References: tatjana rundek, ralph l. Sacco. 16 - prognosis after stroke, stroke (sixth edition), elsevier, 2016, pp. 234-252.e10, isbn 9780323295444. Https://doi.org/10.1016/b978-0-323-29544-4.00016-5. Rashi krishnan, william mays, lucas elijovich. Complications of mechanical thrombectomy in acute ischemic stroke. Neurology nov 2021, 97 (20 supplement 2) s115-s125; doi: 10.1212/wnl.0000000000012803. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient date of birth, gender, weight, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31338488) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with the use of the both the embovac large bore catheter and embotrap iii device and is listed in the instructions for use (IFU) as such for both devices. There were no alleged quality issues related to the used devices, as the devices performed as intended. The events of ¿the right basal ganglion, the temporal lobe cerebral hemorrhage and subarachnoid hemorrhage¿ were assessed by the pi as unrelated to the embotrap iii study device, unrelated to the embovac large bore catheter, but possibly related to the primary surgical procedure. However, since the embovac and embotrap devices were used during the procedure, the correlating relationship between the events and the used devices cannot be ruled out entirely. Additionally, the severity of the event/impact to the patient is unknown, as the outcome for both events are recorded as ¿not recovered/ not resolved,¿ and the patient was discharged with a nihss score of 35. Based on this information, the events of ¿the right basal ganglion, the temporal lobe cerebral hemorrhage and subarachnoid hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Per the additional information received on 26-sep-2024, regarding the event of ¿aggravate of encephaledema, cerebral hernia after cerebral infarction,¿; brain herniation occurs when something inside the skull produces pressure that moves brain tissues. This is most often the result of brain swelling or bleeding from a head injury, stroke, or brain tumor. The event was assessed by the pi as unrelated to the embotrap iii study device, unrelated to the embovac large bore catheter, but possibly related to the primary surgical procedure. However, since the embovac and embotrap devices were used during the procedure, the correlating relationship between the events and the used devices cannot be ruled out entirely. Additionally, the severity of the event/impact to the patient is unknown, as the outcome is recorded as ¿not recovered/ not resolved,¿ and the patient was discharged with a nihss score of 35. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the event term is appropriately classified as cerebral edema (imdrf clinical symptoms code: edema). The file will be re-reviewed if additional information is received at a later date. Reference: munakomi s, das jm. Brain herniation. [Updated 2023 aug 13]. In: statpearls [internet]. Treasure island (fl): statpearls publishing; 2024 jan-. Available from: https://www.ncbi.nlm.nih.gov/books/nbk542246/ per the additional/modified information received on 30-sep-2024, the previously reported event of ¿aggravate of encephaledema, cerebral hernia after cerebral infarction¿ was entered as two separate adverse events: ¿aggravate of encephaledema after cerebral infarction¿ and ¿aggravate of cerebral hernia after cerebral infarction.¿ brain herniation, defined as a shift of cerebral tissue from its normal location into an adjacent space, occurs as a result of cerebral edema. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 65-year-old female patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2024 at 06:50 hour. The patient was in the hospital at the time of the stroke presentation. It was documented that the patient was then presented to the treating hospital on the same day, (B)(6) 2024, at 10:59 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 9 and modified rankin scale (mrs) score was ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ the patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2024 using a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31338488) and a 5mm x 37mm embotrap iii revascularization device (et307537 / 24f038av) targeting an occlusion at the right m1 segment of the middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass of the procedure was made via the direct contact aspiration alone using the embovac aspiration catheter; this first pass resulted in an mtici score of 0 with no clot retrieval and with documented incubation time as ¿n/a¿. The second pass was made using the embovac and the embotrap devices with incubation time of 6 minutes resulting in an mtici score of 2a and no clot retrieval. The third pass was made with the embotrap iii device with incubation time of 5 minutes resulted in an mtici of 2b with no clot retrieval. The fourth pass was made using a 5mm x 37mm embotrap iii revascularization device (et307537) from lot 24f036av; incubation time was 10 minutes. The resulting mtici score was 0 with no clot retrieval. The fifth pass was made using the first embotrap iii from lot 24f038av with a 14-minute incubation time resulting in an mtici score of 2b with no clot retrieval. A sixth pass was made using a different contact aspiration device that resulted in an mtici score of 2c with clot retrieval in the stent retriever. The incubation time for this sixth pass was documented as ¿n/a.¿ the patient¿s 24-hour post-procedure nihss score was 9. A guidewire (unspecified brand), a phenom¿ 21 microcatheter (medtronic), a 0.070 tianxun distal access catheter, and a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / lot# unknown) were also used during the index procedure. (B)(6) 2024, the patient experienced two adverse events. The first event was right basal ganglion, temporal lobe hemorrhage, which became known to the site on the same day and to the sponsor on (B)(6) 2024. The principal investigator (pi) ) assessed this event as not serious, mild in severity, and as unrelated to the embotrap iii study device, unrelated to the embovac large bore catheter, unrelated to the cereglide71 (not used), but possibly related to the primary surgical procedure. The event was not medically/surgically treated. The outcome is documented as ¿not recovered/ not resolved,¿ with no end date listed. The second adverse event the patient experienced on (B)(6) 2024 was a subarachnoid hemorrhage, which became known to the site on the same day and to the sponsor on (B)(6) 2024. The principal investigator (pi) ) assessed this event as not serious, mild in severity, and as unrelated to the embotrap iii study device, unrelated to the embovac large bore catheter, unrelated to the cereglide71 (not used), but possibly related to the primary surgical procedure. The event was not medically/surgically treated. The outcome is documented as ¿not recovered/ not resolved,¿ with no end date listed. It was documented that on (B)(6) 2024, the patient was discharged to home for self-care with an nihss score of 35 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ additional information was received on 26-sep-2024. Per the additional information, the patient suffered a new adverse event: ¿aggravate of encephaledema,cerebral hernia after cerebral infarction.¿ the pi assessed this event as not serious, moderate in severity, and as not related to the embotrap iii study device, not related to the embovac large bore catheter, not related to the cereglide 71 but possibly related to the primary surgical procedure. The event was treated with medication. The outcome is recorded as ¿not recovered/ not resolved,¿ with no end date listed. Modified information was received on 30-sep-2024. The event of ¿aggravate of encephaledema, cerebral hernia after cerebral infarction¿ has been updated to ¿aggravate of encephaledema after cerebral infarction." Additional information was received on 30-sep-2024. On (B)(6) 2024, the patient experienced an ¿aggravate of cerebral hernia after cerebral infarction¿ the pi assessed this event as not serious, moderate in severity, and as not related to the embotrap iii study device, not related to the embovac large bore catheter, not related to the cereglide 71, but possibly related to the primary surgical procedure. The event was treated with medication. The outcome is recorded as ¿not recovered/ not resolved,¿ with no end date listed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 24-oct-2024. [Additional information]: on 24-oct-2024, additional information was received from the excellent clinical study team. Per the information, the investigator confirmed that ¿there is vascular intimal injury that led to the [reported] basal ganglion, temporal lobe cerebral hemorrhages adverse events.¿ updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified event information received on 18-dec-2024. [Additional / modified information]: on 18-dec-2024, modified information was received. The adverse event of ¿middle cerebral artery dissection¿ was made inactive on the clinical database. The reason for this modification is currently unknown; however, the event is now void. An intraoperative study device deficiency for the embovac large bore catheter was reported; ¿embovac was used 2 times, due to improper handling of the product and upon withdrawal of the y-valve, the device pulled on the wire at the tip and would not continue to use.¿ the event occurred ¿post deployment of the device/after attempted aspiration with the device.¿ the device deficiency was classified as ¿use error.¿ the event did not result in an adverse event. The event occurred on (B)(6) 2024 and was made known to the sponsor on 18-dec-2024. Per the additional/modified information received on 18-dec-2024 and 19-dec-2024, the adverse event of ¿middle cerebral artery dissection¿ was made inactive on the clinical database. The event is thus void and no longer meets us FDA reporting criteria. An intraoperative study device deficiency for the embovac large bore catheter was reported, as the catheter (body/shaft) became unraveled, uncoiled, unwound, stretched, or elongated, which suggests there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported the event did not result in an adverse event. Therefore, this alleged device deficiency does not meet us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional / modified information received on 08-oct-2024. [Additional information]: modified information was received on 08-oct-2024. The information was reviewed. The adverse event "aggravate of cerebral hernia after cerebral infarction" has been updated to "cerebral hernia after cerebral infarction" there is no new information that alters the previous file type determination, coding, and/or reportability determinations. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional information received on 06-jan-2025. [Additional information]: on 06-jan-2025, additional information was received from the study site. Regarding the reason for the inactivation of the middle cerebral artery dissection was as follows: ¿the pi re-assessed the intraoperative [digital subtraction angiography] dsa images and considered should be a vasospasm, not have artery dissection. The clinical assessment was recorded in the source documents. Regarding the reported death, the ¿site investigators source recorded that the correlation between the cause of death (multiple organ failure) of the subject and the outcome of aes reported could not be assessment from clinical side, because subjects¿ lar did not agree to provide the detailed clinical medical records of the subject after discharge.¿ ¿the vasospasm occurred in the m1 segment of the right middle cerebral artery. At the time of the vasospasm, the investigator was using the rebar¿ microcatheter (medtronic) intraoperatively through the occluded segment (considered the vasospasm), the microcatheter was delivered to the superior trunk of the right middle cerebral artery m3, then using the embotrap [via the] combined [technique] with intermediate catheter (tianxun distal access catheter) for the 5th pass thrombectomy. For the vasospasm, there was no additional event treated.¿ the additional information also clarified the reported ¿the device pulled on the wire at the tip¿ as follows: ¿embovac was used 2 times, due to improper handling of the product and upon withdrawal of the y-valve, the device pulled on the wire at the tip and would not continue to use.¿ on (B)(6) 2024, the patient was discontinued from the study, as the patient expired due to ¿multiple organ failure.¿ this death was not reported to the sponsor as an adverse event, therefore, the pi¿s assessment for the event was not made available. Additionally, during the procedure on the 5th pass, the event of a ¿vasospasm¿ occurred. This event was not reported to the sponsor as an adverse event, therefore, the pi¿s assessment for the event was not made available. Further, the patient¿s baseline modified rankin scale (mrs) score was updated from ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance¿ to ¿1-no significant disability. Able to carry out all usual duties and activities.¿ the outcome of death was thoroughly discussed with the senior medical safety officer on (B)(6) 2024. Per the mso, given the extensive information provided, it would be difficult to clinically distinguish whether the death was related the patient¿s baseline stroke or to procedural complications. Since the relatedness of the death to the reported adverse events (cerebral hemorrhages, vasospasm, vascular injury) cannot be determined indefinitely, the outcome of death will be conservatively reported to the usfda. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on (B)(6) 2024. [Additional / modified information]: on (B)(6) 2024, the adverse event ¿cerebral hernia after cerebral infarction¿ was reactivated and modified to ¿middle cerebral artery dissection.¿ the middle cerebral artery dissection occurred on (B)(6) 2024. The severity of the event was severe. The event was made known to the site on the same day and to the sponsor on (B)(6) 2024. The relationship of the event to the embotrap iii device and to the primary study procedure was ¿probable.¿ unrelated to the embovac lbc. The middle cerebral artery dissection required endovascular intervention to treat. The event outcome was reported to be ¿recovered / resolved¿ with an end date of (B)(6) 2024. Per the additional/modified information received on (B)(6) 2024, the adverse event of ¿middle cerebral artery dissection¿ was reported as being probably related to the embotrap iii study device and probably related to the surgical procedure. Intracranial artery dissection is a known potential complication associated with the use of the embotrap iii study device and is listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. There are clinical, pharmacological, and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. It is important to note, the device was not used according to the IFU, as the device is designed to withstand up to three retrieval attempts within the same vessel; the device was used for a total of four passes. Nevertheless, the correlating relationship between the event to the used embotrap iii study device as a contributing factor cannot be ruled out. Further, the event required an endovascular surgical treatment. Since the event occurred during the procedure, the pi is in the best position to assess relatedness of the event to the embovac catheter; the correlation between the event to the embovac catheter can be reasonably ruled out. Based on this information and the assessment of the pi, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.